Event description:
Per the initial reporter, "the ibm server is down and is stuck on windows loading screen." The account reported temporary system loss. This occurred likely because the ibm server was not updated to the latest raid controller firmware (B) (4). The server crashing could potentially lead to loss of patient data. In this particular case, no data was lost as the data was retrieved through forensic software tools.

Manufacturer narrative:
There is no established expiration date for this product. Device was evaluated remotely. Device manufactured date is unknown. Further attempts will be made for this information. Evaluation summary: evaluated the product remotely. The likely cause of the server crashing is that it was not updated with the latest raid controller firmware (B) (4). No patient data was lost as the data was retrieved though data forensic software tools. This is not a single use device.